Manufacturer narrative:
A4: weight: bmi of 29.5, not severely overweight. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had issues with the involved angio-seal device. The event occurred post-operative. The type of procedure performed was a transcatheter aortic valve replacement (tavr). The tavr was successful with the angio-seal placed in left femoral artery (lfa). Approximately seven (7) hours after the tavr completion the patient was ambulated to the bathroom by a registered nurse (rn). When the patient tried walking back from the bathroom, she became weak and pale and could not make it back to her room, so she was placed in the closest room. A new hematoma was noted to left groin area and a rapid response was called. After intervention, IV fluids, meds, and holding pressure to the artery for approximately 30 minutes, the patient's vital signs improved. Patient was discharged home safely on (B)(6) 2024. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The reported event required medical or surgical intervention. No concomitant medical products were used with the angio-seal device at the time of angio-seal deployment. A covered stent was used approximately 36 hours later to stop the bleeding from the vessel. Additional information was received on 16 feb 2024: the angio-seal used for left femoral artery, it was the non-tavr device side. The report does not say if multiple sticks were attempted. The procedural sheath size used was a 6 fr. A pre-deployment angiogram was performed. The puncture site was left femoral artery, and a 6 f sheath was inserted after access was obtained. Computed tomography (CT) report noted moderate diffuse calcification in vessels. The estimated blood loss is unknown since it was internal bleeding, but the patient required at least four (4) units of packed red blood cells (prbcs) (approximately one (1) liter of blood products). The patient is currently stable, but 31 hours after the angio-seal was placed the patient was returning from the bathroom after a strenuous bowel movement (bm) and started feeling weak. About 30 minutes later the patient became unresponsive, stopped breathing and cardiopulmonary resuscitation (CPR) was started. She was noted to have a hematoma in the left groin near the area that the angio-seal was placed and required 4 units of blood, vasopressors, and ultimately was transferred to the intensive care unit (ICU). The patient had another cardiac catheterization where she received a covered stent in the artery where the angio-seal was deployed to stop any internal bleeding. Prior to the hematoma she was expected to be discharged from the hospital on (B)(6) 2024, but she was unable to be discharged until (B)(6) 2024 due to her complications.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a potential adverse event post deployment of angio-seal device. The likely cause could be attributed to improper placement of the device and/or not following the patient ambulation guide which could have led to mispositioning of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea (failure mode and effects analysis).